Event description:
Post-procedure (percutaneous coronary intervention) the physician assistant and md were deploying a vascular closure device to the right femoral artery. Upon deployment the ratchet (safety) mechanism of the device did not engage and the protein plug was "ripped" out of the artery.